Event description:
It was reported that restenosis occurred resulting to vessel occlusion. A 10x31, 5.9f, 135cm carotid wallstent self expanding was placed last (B)(6) 2024. In (B)(6) 2024, restenosis occurred resulting to vessel occlusion. A new stent was placed. There were no patient complications as a result of this event.

Event description:
It was reported that restenosis occurred resulting to vessel occlusion. A 10x31,5.9f,135cm carotid wallstent self expanding was placed last (B)(6) 2024. In (B)(6) 2024, restenosis occurred resulting to vessel occlusion. A new stent was placed. There were no patient complications as a result of this event. It was further reported that the stent deployed in an hourglass shaped as confirmed in the photo.